Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe was unable to cut and aspiration was normal before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the probe separated at the rear and front and housings. No functional testing could be performed due to the components detachment condition. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Presence of adhesive observed on the front and rear housing. The rear and front housing were visually inspected, damaged was observed on front housing with deep gouge marks. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirms the reported cut failure due to the components detachment condition. How and when the probe components detached cannot be determined from this evaluation. The most likely root cause for the component detachment condition is handling at any point after the probe was shipped from the manufacturing site. The reported cut failure was unable to be confirmed an exact root cause for the component detachment could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).